Event description:
The device was used during a pneumonectomy procedure. Reportedly, the instrument did not fire and was difficult to open. Additionally, the anvil disengaged when the device was removed from the cavity. The surgeon applied another instrument to complete the procedure. No pt injury was reported.